Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during device check, the thermogard system exhibited tcmid:02 (ce danfoss error) error message. Multiple attempts were made to restart the unit; however, the error message persisted. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint of the system exhibiting tcmid:02 (cooling engine danfoss error) message was not confirmed during initial functional testing but was confirmed during archive review. There were no device deficiencies found during evaluation of the returned console that could have caused or contributed to the reported complaint. As a precautionary measure, pic-16 board and danfoss controller board were replaced. A visual inspection was performed and assembly cover deck was noted cracked, liquid spilled in pump raceway and casters are loose, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured in june 2013. Therefore, this type of issue is characteristic of normal wear and tear. Event log shows tcmid:02 occurred on the reported event date, thus confirmed the reported complaint. Following the repair and replacement of the parts, the thermogard console was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).